Event description:
Device malfunction: none. Symptoms/ae: hematoma, retroperitoneal bleed, death. Time of symptoms/ae: after vessel closure. It was reported that a tech trained in the use of the perclose proglide device achieved arteriotomy closure of a calcified femoral artery after an emergent coronary interventional procedure. Reportedly, a small hematoma, of an unspecified size, developed after the procedure. No treatment was provided. The proglide functioned normally and achieved hemostasis. Later that evening the pt began to experience symptoms of hypotension and abdomen pain. A retroperitoneal bleed was suspected. An exploratory angiogram was unsuccessful in locating the site of the bleed. There was no contrast extravasation visualized at the puncture site. The bleed was not surgically treated. The pt was treated with 20units of blood and 8units of plasma. The pt expired 24 hours after the procedure. Reportedly, the retroperitoneal bleed was not caused by the proglide or from the interventional coronary procedure. The bleed was the result of large quantity of anticoagulants. Though requested, no additional info was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.